Event description:
Procedure: type: cosmetic (abdominoplasty). According to the reporter: one and a half months post-operatively pt came in with incision openings and 2" strands of vloc protruding. This suture was removed and the pt had to be re-sutured in-office. Allegedly, the pt experienced tissue damage and/or pt injury and/or suture line reaction and may have to go back to the operating room for further follow-up.

Manufacturer narrative:
(B) (4). (B) (4).